Event description:
During index procedure 2 endeavor sprint drug eluting stents were implanted; one in the rca and one in the left main. Approximately 4 months post index procedure the patient was re-hospitalized and pci (ballooning) of left main and om was performed. Approximately 13 months post index procedure revascularization of the lcx was performed (stenting). Approximately 17 months post index procedure the patient suffered a mi and was re-hospitalized. The patient recovered with treatment. The investigator indicated that the reported event was unrelated to the study device.

Event description:
The investigator has confirmed that the previously reported revascularization was related to the study device. The patient had anoth ER revascularization of the rca approximately 17 months post the index procedure and another revasc 23 months post the index procedure to the pda. The investigator has confirmed that both events were related to the study device. The patient recovered with treatment.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).